Manufacturer narrative:
The affected deviced has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that the unit alarmed for communication error in the ICU. Noradrenaline was infusing on channel c at 11ml/hr when a communication error occurred, and shortly after the error alarm, the patient experienced a drop in blood pressure. The clinician removed the set, and administered the noradrenaline though a "different system," and the blood pressure rose again. During this time, all the other devices continued to infuse as normal. The clinician then attempted to infuse propofol through the pump module, and upon pushing the channel select button, the communication error was displayed. The clinician then attempted to infuse fentanyl via a syringe module, however the communication error reoccurred.

Manufacturer narrative:
An external inspection of the pcu and modules did not identify any damage or deficiencies, however the screws securing the module release lever of pump module 14148911 were both not fully tightened resulting in difficulty when attaching or removing a module positioned on the left hand side. All of the pcu and modules inter-unit-interface (iui) connector pins were identified as being dull / tarnished, however no external physical damage, thermal damage or corrosion was evident. A loose object was heard within syringe module 14173129 and disassembly identified the following: rear case broken ¿ shoulder recess for case securing screw. Loose object identified as the lower screw from the internal frame to drivetrain assembly. Screw replaced in position and tightened to the correct torque. No fluid ingress or damage was identified. Root cause not determined.

Event description:
The reported feedback suggests that the unit alarmed for communication error.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that the unit alarmed for communication error in the ICU. Noradrenaline was infusing on channel c at 11ml/hr when a communication error occurred, and shortly after the error alarm, the patient experienced a drop in blood pressure. The clinician removed the set, and administered the noradrenaline though a "different system," and the blood pressure rose again. During this time, all the other devices continued to infuse as normal. The clinician then attempted to infuse propofol through the pump module, and upon pushing the channel select button, the communication error was displayed. The clinician then attempted to infuse fentanyl via a syringe module, however the communication error reoccurred.